Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple pump stoppage events while supported by batteries. On (B)(6) 2020 tech services arrived onsite for external percutaneous lead repair. No issues were noted after the patient was supported by a grounded patient cable. The patient has switched to mobile power unit and no further pump stoppage event were reported. Log file analysis noted 6 pump stoppage events and 17 low speed events. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected driveline issue could not be confirmed during the evaluation of the returned segment from the heartmate ii lvas, serial number (B)(6). Additionally, a direct correlation between the device and the reported ventricular tachycardia could not be conclusively determined. The submitted log file showed multiple drops in pump speed below the low speed limit with corresponding low speed advisory alarms. All of the captured events occurred while operating on the mpu. An onsite driveline repair was performed on 10feb2020 by abbott personnel. The driveline was severed approximately 4" from the exit site and the distal portion was replaced with no issues under work order #00081490. The approximately 18" segment of driveline replaced by technical services was returned for evaluation. Examination of the driveline revealed no visible damage to the silicone jacket or bionate layer. Some wear to the braided shield was observed along the length of the returned segment. Visual inspection of the driveline did not reveal any damage to the insulation of the wires that would have contributed to the reported events. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported n o further issues have occured after the patient underwent perc lead repair. The patient was returned to her mpu without electrical event. Patient has had speed drops due to a small ventricle and some vt (managing as outpt due to the pandemic), but is feeling well at last check in. No further information provided.